Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that air bubbles instead of aspirate the decaline during vitrectomy surgery. The surgery was completed by using another pak. There was patient contact with no impact.